Event description:
Or operating table functioned as needed during the case. While trying to move over to the patient's bed after surgery, the remote stopped working, even though the power was on, and we could not relock the bed after turning it. We then tried to use the manual brake function, which also did not work. D/t the inability to resolve the issue, taking extra safety precautions, we moved the patient over to the bed from the unlocked table. The table has been removed from the room and appropriate signage has been applied.